Event description:
The doctor reported the implant was removed due to osseointegration failure within one year, approximately 3 months after implant placement. Bone quality around the area was type ii, and oral hygiene around the implant was poor. The doctor reported local infection during the implant removal surgery. A 3-unit bridge was implemented due to patient age and at patient request.